Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter alleged that on the morning of (B)(6) 2011, the patient obtained the blood glucose readings of "hi mg/dl" (greater than 600 mg/dl) and 392 mg/dl while using the insulin pump, and she also received several occlusion alarms on the pump. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient administered a correction of insulin using a syringe. During the troubleshooting telephone call, the patient was unable to clear the occlusion alarms. Troubleshooting revealed the patient cycles the cartridges correctly and they are not expired, there were no kinks in the cannula; however the patient does reuse cartridges. Animas recommends patient use only new cartridges. It was also determined that the patient uses insulin cold out of the refrigerator, and does not allow it to warm up to room temperature before filling the cartridge. The occlusion alarms were cleared when the patient reprimed the pump using a new cartridge and infusion set.